Event description:
The attending could not connect the cable to catheter. Attending stated that there was a pin bent in the catheter connector. The catheter was replaced with a new one and the problem was resolved. No harm came to this patient.